Manufacturer narrative:
Based on the information available, issue is resolved after ECG leadset cleaned. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Device is working fine as per manufacturer's specifications after ECG leadset cleaned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device failed operation check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that ECG test failed. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.